Event description:
As reported by the user facility: reports leaking through valve all 5 times chemotherapy after syringe removed. Four were on PICC lines 1 on a peripheral IV. Customer uses hibitane to cleanse valve. Also reports the leakage problem happened with bd 10cc pre-filled syringes but not with a regular bd syringe for the same valve, but no leakage with hospira clave with both pre-filled syringe and regular bd. Also, they had problems with leakage on a mini-infusor (bottle) from baxter. Lot 0061171627 ¿ manufacture date: 07/2011; expiration date: 06/30/2014.

Manufacturer narrative:
Despite several attempts to contact the facility, no samples were returned for eval. A DHR review was conducted and no abnormalities in the manufacture of the product were noted. There have been no other reports of this nature against either reported lot number. Because there were no samples returned, no conclusions can be made regarding the cause of the event. If add¿l pertinent info becomes available, a f/u report will be filed.